Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) a needle broke off. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this product is used as growth hormone for his child. The father makes an injection alternatively on the right and left buttocks. Yesterday ((B)(6)2023), the father found a bent needle on his son¿s buttock after injection. Another needle remained onto the pen.

Manufacturer narrative:
The following fields were updated due to corrections: d4: medical device lot #: 2103180. D4: medical device expiration date: 30-apr-2027. H4: device manufacture date: 13-apr-2022. H6: investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) a needle broke off. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this product is used as growth hormone for his child. The father makes an injection alternatively on the right and left buttocks. Yesterday ((B)(6) 2023), the father found a bent needle on his son¿s buttock after injection. Another needle remained onto the pen.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.